Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a blood glucose reading of 58 mg/dl after a meal on the first day using the ilet, with uncertainty whether a second meal announcement was entered due to app syncing issues and limited connectivity; the device algorithm displayed only one meal announcement approximately three hours prior and troubleshooting and education on meal announcements and the learning phase were provided. Symptoms included hypoglycemia. Outcomes included recovery to in-range glucose after treatment with 24 g of fast-acting carbohydrates and continued home monitoring without medical intervention. Investigation included customer interview and device-use review with education on proper meal announcement workflow and algorithm adaptation during the initial learning period. Investigation of this case revealed no evidence of device malfunction and suggested a use-related factor, such as an additional unrecognized meal announcement or early learning-phase variability, as a plausible contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.